Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported by the surgeon the "ventralex mesh appeared to be relatively inert and to lie dorsal to the fascia without major foreign body reaction." Infection is a known inherent risk of surgery, regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device."

Event description:
It was reported that on (B)(6) 2018 the patient underwent the repair of an umbilical hernia and was implanted with a bard ventralex mesh. Following implant it is reported that the skin began to swell and redden and the wound started to drain. The patient was treated with antibiotics for several days. At discharge, the wound conditions were irritation-free. The patient presented for a follow up visit on (B)(6) 2018 and a slight reddening under fluctuation was observed. The drainage and redness around the navel did not resolve and on (B)(6) 2018 revision under anesthesia with smear removal and installation of a vacuum seal was performed. The ventralex mesh was at that time noted to be dorsal to the firmly healed fascia and was left in place. The smears were negative for bacterial infection. On (B)(6) 2018 there was a secondary drainage via a redondrainage. A follow up exam on (B)(6) 2018 showed actual wound conditions, but through (B)(6) 2018 there were recurrent chronic infections with thickening of the navel and surrounding redness. On (B)(6) 2018 the patient underwent an omphalectomy after antibiotic pretreatment. In the subcutaneous area, a chronic inflammatory pseudotumor involving the small and shortened fixation cords of the ventralex mesh were noted. This was completely extirpated. The fascia was opened, the ventralex mesh was removed in total. No pus was found here, only a little serous fluid, as expected after foreign body implantation. Per the surgeon, "no bacterial infection has been detected. A local irritation has been caused by the intracorporeal implantation of the ventralex mesh, which has continued into the umbilical region. The ventralex mesh appeared to be relatively inert and to lie dorsal to the fascia without major foreign body reaction."